Manufacturer narrative:
(B)(4). This report will be amended when our investigation is complete.

Event description:
It is reported the patient was revised due to a nail breaking.

Manufacturer narrative:
Upon further information it has been discovered that the reported device is manufactured by zimmer gmbh, please reference MDR # 9613350-2015-02189.